Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical applications specialist reported that during a laser assisted flap creation on a patient's right eye, lateral incision was not completely formed. An energy error recovery failure message appeared. Docking was performed centrally and the surgeon moved the pattern of the flap to the maximum possible distance from the docking center to the right. It was possible to reset the error after an energy test was done. When trying to lift the flap, the surgeon revealed a non-incision of the side cut in the area from one to five o'clock. Corneal flap was impossible to lift due to considerable zone of uncut. Surgeon manually used an acute spatula to cut the lateral incision and was able to lift the flap and perform the excimer laser treatment. Upon follow up, patient's vision is 100 percent.

Manufacturer narrative:
The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).